Event description:
After approximately one year and three months of heartware system support, this patient underwent pump exchange due to a sudden rise in pump power and flow. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a pump exchange was performed after the patient experienced an acute rise in vad power consumption and estimated vad flows. Patient outcome is unknown and no additional information was provided despite multiple attempts to obtain it. The device (hw3792) was returned to the manufacturer for evaluation and various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed an increase in power consumption leading to parameters outside the normal operating range on (B)(4) 2014. Waveform trends of that nature may be indicative of a thrombus event. Additionally, pathological examination confirmed the presence of thrombus on the superior surface of the impeller and ceramic surface of the upper housing. The most probable root cause of the reported 'high power' event may be attributed to thrombus formation/ingestion within the device. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.